Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced blank display. The customer's blood glucose value was unknown. The customer had issues with the battery where the pump died and the screen went blank. The product was not returned for analysis.